Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen at a dose of 96 mcg via an implantable pump for intractable spasticity. It was reported that the hcp was going to explant the patient¿s pump on (B)(6) 2017 due to erosion and pressure. It was noted the patient had lost a lot of weight. The hcp had the dose down to 96 mcg; they would like it as low as possible. The goal was to re-implant on the other side in 2 months once the patient ¿fattens up." Additional information was received. The patient was on clonazepam and baclofen ¿5 mg po q hs¿ [interpreted as 5 mg by mouth, every day, at bedtime]. The hcp was concerned that the oral baclofen would possibly make the patient too drowsy, so they wouldn't let the patient drive their wheelchair.

Manufacturer narrative:
Conclusion code no longer applies. Patient code no longer applies. All other codes remain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). It was reported that the patient's pump was explanted due to an infection and the hcp was planning to re-implant the patient on (B)(6) 2017.